Event description:
The clinician reported that over 2 months after the dental implant was placed in ada site 10 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The implant was manually torqued to 32 ncm. The clinician reported the patient's tenderness and the implant's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.